Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of defective locking mechanism with the incident lot was not observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. However, based on the customer's description of the event, bd is aware of this issue and as a result, further investigation has been initiated. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode of defective locking mechanism with the incident lot was not observed. However, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with the indicated failure mode and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
This complaint is MDR reportable. It was reported, the bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Green shield broke off during use and fell to the floor. The physician removed the needle from the patient¿s vein and voiced he had been stuck before previously. It is unclear from his statement whether the needle stick was associated with a similar product performance issue and requires follow up. This matter is considered a serious injury and medical intervention was indicated.